Event description:
Medical attention with use of product was not reported.

Manufacturer narrative:
Corrected sections as of 16-sept- 2021: b3: "medical attention with use of product was reported:" changed to: medical attention with use of product was "not" reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: test strips are expired and customer did not allege product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer calling to order of test strips. Informed customer that true result systems have been discontinued. Informed customer to immediately stop the use of the product. Customer is not alleging product defect. The customer did not report symptoms. Medical attention with use of product was reported. Customer was upgrade true metrix product line. The test strips are expired: 04/22/2018. Customer test strips have been affected by the recall.